Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed a bacterial infection at the driveline exit site. The infection was treated with oral antibiotics as well as with daily disinfection of their driveline exit site. The patient had been managed on an outpatient basis so they had no admissions for this event. Their first cultures of staphylococcus lugdunensis were identified in (B)(6) 2022 and on (B)(6) 2022 the cultures were positive for staphylococcus aureus. If the treatment does not resolve the infection, a detailed examination of the infection, including a culture test and CT, will be conducted. Antibiotic administration will be started at hospitalization.